Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 5 infusion set cannula was kinked from (B)(6) 2024 to (B)(6) 2024. The event occured within 3 hours of insertion. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1887182 - device 2 of 5